Event description:
It was reported that the intraocular lens was required to be explanted in a secondary procedure due to an unexpected post operative refraction from the patient''s right eye. It was further learned that the incision was not enlarged, no vitrectomy was performed and there were no complications. At time of explant, it was noted that the patient was 20 over 80 minus 2. However, after the implant of the new lens, the patient was 20 over 25 minus 1 and reported to be doing well. In addition it was stated that the replacement lens was model z9002 with a 21.0 diopter.

Manufacturer narrative:
(B)(4) - explant of intraocular lens. (Manufacturing records review) - the review of the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. The result of the manufacturing records review does not suggest any fault for diopter power in the lens reported. The silicone intraocular lens reported was released within the diopter specifications. (Visual inspection) - the condition observed in the lens received is consistent with a lens that has been implanted and explanted from the patient eye. Diopter measurement was not performed to address the refraction error reported as the condition of the lens was not adequate for diopter measurement. The lens was recieved cut in half. The customer complaint could not be confirmed. All pertinent information available to the manufacturer has been submitted. Placeholder.